Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear alarm with esc and act. The customer was advised to replace plunger and manually push plunger and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. The customer was advised the pump is working as designed.